Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose values rising to 385 mg/dl and then trending at 350 mg/dl after a recent supply change; the user was advised to allow the pump additional time to correct. Symptoms included elevated blood glucose without reported complications. Outcomes included no alarms and no need for emergency care or hospitalization. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed no device alerts or identifiable device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the event was unconfirmed device problem with cause not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.